Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation and dyspareunia. It was reported that the patient underwent partial removal of mesh on (B)(6) 2009 due to pain and infection. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent resection of the mesh on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vagina with nocturia, urge incontinence, stress urinary incontinence, and bladder lesion.